Event description:
Article "anesthetic approach of vagal nerve stimulation: retrospective case series study." Was received and reviewed. Per the abstract, 10 patients who were implanted between (B)(6) 2015 and (B)(6) 2016 were examined. All patients were implanted with a m103. It was stated that one case of intraoperative bradycardia was observed, which was corrected by "interrupting the surgical stimulation at the time of device placement". No other additional information has been received to date.